Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering one inappropriate shock. Technical services (ts) was consulted for further evaluation of the episode. No adverse patient effects were reported. This device remains in service. Additional information was received that this device delivered inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This was not an isolated episode according to technical services (ts). No additional adverse patient effects were reported.